Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received deployed within the lumen of the microcatheter at the proximal end. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was cut in order to remove the stent. Blood was present within the microcatheter. There was an unknown material (potentially polytetrafluoroethylene ptfe) present on the distal end of the stent. The stent was deformed. All three marker bands were present on the proximal end of the stent. The sdw distal tip was broken/fractured at the distal side of the proximal bumper. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. Unable to perform functional inspection as the stent was returned in a deployed state. The reported event was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "while advancing the subject stent within the microcatheter, resistance was encountered in the shaft, and it got stuck in the shaft. Stent placement was abandoned, and the microcatheter was removed from the body, and the procedure was completed". Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was received deployed within the lumen of the microcatheter at the proximal end. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was cut in order to remove the stent. Blood was present within the microcatheter. There was an unknown material (potentially ptfe) present on the distal end of the stent. The stent was deformed. The sdw distal tip was broken/fractured at the distal side of the proximal bumper. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. Based on the information received and device analysis, it is likely that difficulty advancing the atlas stent through the microcatheter resulted in premature deployment. There may have been difficulties during transfer leading to the friction at the proximal end of the microcatheter. The broken sdw suggests there was significant friction during the procedure. The presence of blood within the microcatheter would also suggest there may have been an issue with flush during the procedure. The inner layer of the microcatheter may have been damaged due to the resistance felt during the procedure and cutting the microcatheter in order to remove the stent during analysis. The event most likely occurred due to unknown procedural factors during the procedure. The as reported 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed 'stent deployed prematurely during use', 'stent deformed', 'sdw broken/fractured during use', and 'sdw kinked/bent' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent deployed prematurely during use and stent delivery wire sdw was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.